Manufacturer narrative:
Corrected data: (information was inadvertently omitted from the initial report). The report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the e433 error could not be identified. However, it¿s likely the cause is related to improper handling of the device by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The customer reported that the generator has error messages, e433 (permanent rebooting), e202 (neutral electrode error), and e665 (both buttons are activated at the same time). The issue was found during preparation for use in an unspecified procedure. There were no reports of harm.

Manufacturer narrative:
Troubleshooting was performed which resolved the issue. The device will not be returned as the issue was resolved through troubleshooting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.